Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 01-may-2026, abbott point of care was contacted by a customer regarding I-stat crea cartridges that yielded a suspected discrepant creatinine result on a patient. There was no patient information, nor details surrounding the event. Return product is not available for investigation. Method: date: result: I-stat, (B)(6) 2026 6.1; lab, (B)(6) 2026 0.2. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway.